Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended, the suture and implants were returned outside the channel with the knot fully tightened. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed. The failure to cycle have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, after pushing the t1 of the fast fix-360, the grey slider rebound stuck, affecting the accuracy of t2 deployment. T1 was successfully removed with tweezers. There was a back up device available and less than 30 minute delay. No further complications were reported.